Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death. Corrected information: additional information was received indicating that the product should be reported on the leads.

Event description:
Clinic notes were received for a vns epilepsy patients¿ follow up visit with the neurologist that occurred in (B)(6) 2014. The notes indicated that the patient had been seizure free for three months; however on (B)(6) 2013 the patient began experiencing an increase in seizures. Additionally, the patient¿s auras were not responding to activation of the vns magnet mode stimulation, and the patient reported that she didn¿t feel the magnet activations as strongly as before. The notes indicate that diagnostic testing of the device revealed that the generator had reached end-of-service (eos).. Generator replacement is expected. Review of the available programming and diagnostic history for the device did not reveal any anomalies. Attempts for additional information have been made, but no further details have been received to date.

Manufacturer narrative:
Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Model #, serial #, lot#, expiration date; corrected data: additional information indicates that the suspect device is the generator. Device manufacture date; corrected data: additional information indicates that the suspect device is the generator.

Event description:
On (B)(6) 2014 it was reported that the patient had prophylactic generator replacement due to ifi=yes that day. X-rays were received for review. The lead pin appeared fully inserted. A portion of the lead is present behind the generator and therefore could not be assessed. There was nothing seen that would indicate there was any damage to the generator or lead; however, the presence of a micro-fracture in the lead cannot be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. It was stated on the patient¿s implant card that the lead impedance was high after the generator replacement. No further information regarding the high impedance has been received to date. The explanted generator was returned for product analysis on 3/13/14. Product analysis is still underway and has not yet been completed.

Event description:
Analysis of the returned generator was completed. Review of the data indicated that the pulsedisabled byte was set to a value that represents a vbat<eos threshold condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device explant, which may have been a contributing factor. A reset of the pulsedisabled bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. An end-of-service warning message was verified and found to be associated with the pulsedisabled by the pulse generator. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 1.954 volts, verifying an eos condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator. Review of the as-received internal device data showed that high lead impedance had not occurred. It is unknown why x-rays were ordered for the patient. Review of the operative notes were unremarkable and did not mention high impedance. The surgeon¿s handheld device revealed that no diagnostic tests were performed prior to generator replacement surgery but four diagnostic tests were performed with the replacement generator and the existing lead. The first two diagnostic tests showed high impedance but the following two diagnostic tests showed lead impedance within normal limits. The available information suggests that there was no high impedance event but rather the pin was not fully inserted initially but was resolved prior to the patient leaving the surgery.